Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the atrial lead position check disabled and anti-tachycardia pacing therapies turned off. It was noted the right atrial (ra) lead had potentially dislodged and the atrial and ventricular sensing markers were on top of each other. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that dislodgement of the ra lead was confirmed.